Event description:
It was reported that two (2) amia automated pd cycler sets were missing the patient line cap (pull ring). This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date of 2023, further described as "last 2 weeks." A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) device was received for evaluation; the remaining sample was not received. A visual inspection with the naked eye noted the green cap was missing from the set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.